Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device check. When the programmer wand was applied to the device, the patient felt dizzy and lost consciousness. The patient then had a seizure and regained consciousness. The device was then interrogated and found to be in safety mode. No additional adverse patient effects were reported. The patient was scheduled for a device replacement in two weeks. The device was explanted and replaced five days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined. Detailed battery analysis was performed, and despite exhaustive testing, no battery-related anomalies were found that resulted in the device entering safety mode; the specific cause of the reversion to safety mode could not be determined.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device check. When the programmer wand was applied to the device, the patient felt dizzy and lost consciousness. The patient then had a seizure and regained consciousness. The device was then interrogated and found to be in safety mode. No additional adverse patient effects were reported. The patient was scheduled for a device replacement in two weeks. The device was explanted and replaced five days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device check. When the programmer wand was applied to the device, the patient felt dizzy and lost consciousness. The patient then had a seizure and regained consciousness. The device was then interrogated and found to be in safety mode. No additional adverse patient effects were reported. The patient was scheduled for a device replacement in two weeks.

Manufacturer narrative:
This report will be updated when additional information is received.